Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported the balloon was not soaked prior to use. It should be noted coronary dilatation catheters (cdc), trek rx global instruction for use (IFU) specifies: step 3, note: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the device was not soaked during device preparation. During the procedure of the mildly calcified, non-tortuous, circumflex artery, the 2.5 x 12 mm trek balloon dilatation catheter (bdc) was advanced without resistance to the target lesion but would not inflate. It was noted that the indeflator was changed two times but the balloon would not inflate. The bdc was removed from the vessel without issue and a different same size trek bdc was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.